Manufacturer narrative:
The pod arrived fully deployed. Download data could not be retrieved. The presence of an alarm could not be determined as a result. Battery voltages were observed to be low. It could not be determined if the observed low battery voltages are in any way linked to the reported event or pod data loss.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose reached 488 mg/dl and ketones up to 3.9mmol/l, while wearing the pod between 25 and 26 hours on the abdomen. The patient vomited and was taken to the hospital for the hyperglycemia. Additionally, there was a pod hazard alarm. At the hospital, the patient was given insulin as treatment and released after 48 hours.